Event description:
Complainant alleged that while attempting to cardiovert a pt, the complainant was able to attach the one step electrode to the associated defibrillator upside down. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.